Event description:
It was reported a magnetic resonance imaging (MRI) was going to be performed to look for a catheter tip granuloma. It was also reported that the pump ¿was not working anyway.¿ the drug in the pump was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: it was stated that there was no allegation against the pump. The pump was disposed post explant, however the catheter was returned. Patient outcome was not reported.

Event description:
Additional information: a catheter occlusion at the catheter tip was stated. Patient reportedly had increased pain, chronic low back and leg pains and signs of withdrawal, underdose symptoms in october and then underwent a catheter dye study on (B)(6) 2013 which failed per healthcare provider (hcp). The pump eri (elective replacement indicator) was at 9 months. It was stated that the pump was replaced along with catheter revision. It was further added that during the revision of the catheter hcp was unable to aspirate csf (cerebrospinal fluid) and replaced the catheter. This new catheter was connected to a new 20 ml pump. Hcp analyzed the old catheter after it was removed and when trying to flush for patency it was noted to be occluded. It was also stated that when attempting to remove tissue attached to the anchor and catheter (which was done by vigorous pulling on the tissue) it caused the sutures to rip through the anchor, however the anchor was fully attached to the sutures in the patient and functioning properly. Patient status at the time of this report was noted as ¿alive with no injury¿. Drugs delivered via the pump were hydromorphone, bupivacaine, fentanyl and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported when they tried to remove the biological material they believed it broke the anchor.

Event description:
An hcp reported that the patient¿s intrathecal treatment was ongoing. The date of onset of the reported event was noted to have been (B)(6) 2013. The patient was unable to lift their legs. There was no numbness or tingling. There were no problems with the device (pump), though the catheter dye study (cds) had failed. The eri for battery depletion was 11 months. No granuloma was present.

Manufacturer narrative:
(B)(4). This event no longer qualifies for the notification and recall correction number z-1150-2008.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical product: product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter.

Manufacturer narrative:
Analysis of the catheter (s/n: (B)(4)) found no significant anomaly. The catheter body was occluded from dried drug or blood.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a dye study on (B)(6) 2013, they were unable to aspirate. Prior to the replacement, the patient had increased weakness in his left foot and increased right-sided pain. As of the date of this report, the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.